Manufacturer narrative:
The device was not returned for investigation. The EU IFU states special patient populations that the safety and effectiveness of manta has not been studied in pediatric patients or others with small femoral artery size less than 5mm (14f manta) or less than 6mm (18f manta) in idameter. Angiographic imaging has been requested from the site. Additional investigation into risk documentation and device history record will be performed.

Event description:
Patient underwent tavr. An 18f manta vascular closure device was deployed for closure on the left side femoral artery. It was reported that there was vessel dissection which required a stent to resolve. It was also reported that there was a transfusion (# of units of blood were not recorded.) Patient's vessel size was reported to be 4.8mm. The patient complained of pain and "less strength" in the left leg (B)(6) 2019. The patient was reported to recover with no sequelae (B)(6) 2019, and was discharged (B)(6) 2019.

Manufacturer narrative:
The device was not returned for investigation purposes. The angiograms were obtained and reviewed. It was confirmed there was a dissection proximal to the access site. It is inconclusive the cause of the dissection. Dissections are a common large bore procedural complication. Due to the large offset distance from the access site, it is unlikely manta caused the dissection. During deployment of manta, the footplate must be released in ordered to catch the vessel wall to cause a dissection but release of the footplate does not occur until approximately 1 cm from the access site. Furthermore, the patient had a small femoral artery (<6 mm). A smaller vessel may not be large enough for the manta device to be withdrawn from the vessel without catching on the arterial walls. The EU IFU was reviewed and confirmed to list local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to endovascular intervention. Additionally, the EU IFU lists patients with small femoral artery size (< 6mm for 18f manta) is a special patient population that the safety and effectiveness of the manta device has not been established. Risk documentation was reviewed and confirmed this is a known risk. The device history record was reviewed and no non-conformities identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.